Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The removed therapy pcb assembly was further evaluated by physio-control. The cause of the reported issue was determined to be capacitors, designator c511, c512, and c552 were detached from the therapy pcb assembly on one side.

Event description:
The customer contacted physio-control to report that their device fell off a cart and the case was damaged. The device also failed the self test. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device would not charge when attempting to charge the device to deliver defibrillation therapy. When the charge button was pressed, the device immediately displayed a disarming message.